Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results were due to faulty pinch valves and pinch valve tubing. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Nine positive advia centaur troponin ultra results and one advia centaur ckmb result were reported to the physician. When the patient's samples were retested on another analyzer, the troponin ultra and ckmb results were negative. One patient was admitted to the hospital as a result of erroneous tni result, but treatment is unknown. There was no report of adverse health consequences due to the discordant troponin ultra or ckmb results.